Event description:
It was initially reported to boston scientific corp that a flexima biliary stent system was used during a stent placement procedure of a female pt. According to the complainant, once the stent was advanced to the target lesion, the suture line would not allow for the stent to be released. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good. This event has been deemed a reportable event based on the preliminary investigation results; catheter stretched.

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).